Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the communication failure due to the temporary malfunction by the user handling. The temporary malfunction might be attributed to the stress being applied to the cable and/or connector by the user, because sorc had found the twisting of the cable and trace of impact of the connector. Olympus stated the appropriate handling of ch-s200-xz-eb and the counter measures against abnormalities in the instruction manual of ch-s200-xz-eb.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the scope communication error e216 was displayed frequently after using for 1 hour. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.